Event description:
It was reported that during the meniscus suture surgery,t1 and t2 both were stripped off successfully, when they were prepared to knot, found the suture entwined together, cannot push the knot. All t's were removed. There was no backup device available.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
A suture construct from a fast-fix 360 needle delivery system was returned for evaluation. Assessment of the construct showed t1 is missing a small piece of its distal end. T2 is bent and deformed. The suture has been cinched and shows no abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint.